Manufacturer narrative:
Combination product: yes.

Event description:
Farfield channel is noisy with shock impedance above 150 ohms. Full lead evaluation was recommended. Lead remains implanted.

Manufacturer narrative:
Combination product: yes the lead was capped on (B)(6) 2026. Additional report of fracture received. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.